Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The buffer battery on the pentium workstation was evaluated and replaced, and the cmos pentium was reset. The system was tested and found to be working as intended and returned to service.